Manufacturer narrative:
The excor blood pump, s/n, (B)(4) was in use by the patient from (B)(6) 2021 (17 days). Patient was transplanted on (B)(6) 2021.

Event description:
Berlin heart clinical affairs was contacted on (B)(6) 2021 to report that the blood pump was making an audible vibratory noise in a patient supported in the lvad configuration. Following a pump change on (B)(6) 2021. The patient also developed hemolysis. The ldh level was reported as 1800 and the upper limit of normal for ldh for the site is 295. The site reported that adjustments to vad settings did not change the vibratory noise or the degree of hemolysis. The blood pump was fully filling and ejecting during the 17 day period of use on the patient. There were no reported deposits in the pump.